Event description:
It was reported that the guidewire (subject device) was used to navigate a microcatheter to the hepatic artery but the guidewire was removed to reshape the tip. After the guidewire was soaked in saline and when reshaping was attempted, it was noticed that something was peeling from the tip. The guidewire was replaced with another one. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The polytetrafluoroethylene (ptfe) coating appeared to be compressed by the torque device collet. Small pieces of the polymer sleeve were returned and the polymer sleeve on the proximal end of the guidewire was loose. The relationship to the ptfe coating compressed and the polymer sleeve issue appear unrelated because the ptfe is located proximal on the device and the polymer sleeve is located distally on the device. Functional analysis could not be performed due to the anomalies found on the product. From the condition of the guidewire, it appeared that the torque device had been tightened on the guidewire ptfe. Per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Since the device dfu contains specifically precautions that an overtightened torque device may result in abrasion of the coating of the wire, the cause for the ptfe compression is likely related to the dfu instruction not being followed. Since the guidewire was not reported to be kinked/bent, the damage most likely occurred during the return process as a result of stresses imposed from distribution and handling. For this reason, shipping damage was selected as the assignable cause for the bent guidewire. The cause for the polymer sleeve segment which came off the guidewire could not be determined. For this reason, undeterminable is being selected for the assignable cause of the detached and loose polymer segment (guidewire distal end broken/fractured).

Event description:
It was reported that the guidewire (subject device) was used to navigate a microcatheter to the hepatic artery but the guidewire was removed to reshape the tip. After the guidewire was soaked in saline and when reshaping was attempted, it was noticed that something was peeling from the tip. The guidewire was replaced with another one. There were no reported clinical consequences to the patient.